Event description:
End user states she found the model rollator 65851r in her mother's belongings whom has been deceased for 2 years. End user states the rear back leg is broken. End user was advised there is no replacement part and will need to be replaced. End user states will trash the unit she did not have a use for the unit.